Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic with alerts for non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel, which was noted on a stored egm. The ICD was reprogrammed. Few weeks later, additional non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed via remote transmission. Further programming changes will be discussed with the physician.